Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a procedure using the da vinci xi system and 8mm monopolar curved scissors, the scissors stopped working and an error was displayed on the screen. The procedure was completed with no report of patient injury.